Event description:
The account reported that the electrosurgical unit (esu/generator) was involved in a pt incident. A colonoscopy was performed to remove a polyp in the colon. The setting of the generator was soft coag at 20 watts. Upon the polypectomy, the pt was discharged. However after a day, the pt came to the ER where a perforation was detected. A laparotomy and resection was performed to address the issue.

Manufacturer narrative:
The esu was returned and thoroughly inspected/tested. The eval included an electrical safety check, a function check of each of the equipment's features and a power output check. All outputs were found to be present, consistent, and within specifications (note: some unrelated service work was performed on the unit). In addition, no anomalies were found in the device history record (DHR) of the involved device. In conclusion, no problems were found that would have caused or contributed to the reported issue. Most likely there were many factors involved with the pt incident. However, it appears that upon the removal of the polyp the remaining wall was not sufficient to stay intact. Nevertheless, no conclusive determination could be made as to the cause of the event. To further address the issue, in-service training was offered to the involved medical staff. Erbe USA, is now closing the file on this event.